Event description:
Healthcare professional reported, left-side rupture per MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left-side rupture per MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported, left-side rupture per MRI. The device has been explanted and replaced with a non-allergan device.